Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient demographics not provided.

Event description:
It was reported that the tubing leaked.

Manufacturer narrative:
The customer¿s report that the tubing leaked was not confirmed. Functional testing did not to replicate any leaks with the sets or at their connections. Pressure testing also found no anomalies with the returned set. The root cause that the tubing leaked was not identified.

Event description:
It was reported that the tubing leaked.